Event description:
The doctor reported that during a phacoemulsification procedure he experienced a wound burn in the operative eye which required unplanned sutures to close the wound. The doctor also indicated that there may have been several other circumstances with this particular patient in regards to why the corneal burn occured. He has not seen any further issues since this one patient and this patient has turned out just fine after the healing process.

Manufacturer narrative:
Concomitant medical product was provided. Healon duet was provided. Date received by manufacturer for follow up#1 and follow up#2 is (B)(4) 2014. Date received by manufacturer is provided as it is (B)(4) 2014 for this follow up#3. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
In initial report, device available for evaluation was selected as ¿no¿ however, it should have been checked as ¿yes¿ in appropriate section. The selection ¿yes¿ has been selected in this supplemental. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
Date received by manufacturer was provided for follow-up#1. Placeholder.

Manufacturer narrative:
The clinic did not know which system was in use at the time: serial number: (B)(4) MFR date 04/26/2013. Serial number: (B)(4) MFR date 01/08/2013. The doctor has considered this issue closed and does not require or request field service or clinical support. All pertinent information available to amo has been submitted.

Event description:
The surgeon indicated the tunnel was short adequate flow. The surgeon was careful to take breaks during the phaco mode and removed the aspirated pieces from the tip so it could constantly cool. The surgeon requested for future procedures, he would like an occlusion bell activated if available when there is occlusion.